Manufacturer narrative:
(B)(4). Quality assurance product analysis reviewed the info that was provided by the site. The jetstream xc-2.4 catheter that was in use during the event was discarded; therefore, no further investigation could be performed. Based on the limited info, we are unable to determine the root cause of the reported issue. In the event additional info is obtained, a f/u report will be submitted.

Event description:
The customer reported that the jetstream catheter was used in conjunction with two drug coated balloon catheters to treat a proximal occlusion in the superior femoral artery. The physician performed two passes through the lesion with the jetstream catheter. Subsequently two drug coated balloons were used. After the balloon catheters were removed, angiographic imaging showed that the blood flow was diminished within the vessel. The physician removed the filter and blood flow was immediately restored. Examination of the filter determined that it was occluded with some material, the etiology of which is not known. As the blood flow through the vessel was significantly improved, the physician decided that the treatment was successful and the exam was completed.